Event description:
Law enforcement advised that end user was struck by a motor vehicle while crossing a street in the power wheelchair.

Manufacturer narrative:
The power wheelchair is not available for eval by hoveround; however, no malfunction of the power wheelchair suspected as the end user was struck by a motor vehicle while crossing the street. Hoveround's owner's manual warns "to avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic cross road at locations where you are most visible to motor traffic."